Event description:
It was reported that during a software upgrade, an error message was observed. The device then went into backup vvi. It was found that the firmware upgrade interrupted due to an overheated programmer. After reloading the device code and rewriting charge history, the device reverted back to normal function.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.